Event description:
Patient contacted dexcom technical support on (B)(4) 2015 to report an intermittent out of range signal on (B)(4) 2015. Patient reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).